Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the investigation, the forceps cover glue peeling likely occurred because some external force was applied to the distal end. This issue is addressed in the instructions for use (IFU) under chapter 3: preparation and inspection. "3.2 inspection of the endoscope inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.". Regarding the reported issue from the user facility (scope failed the leak test) and the other issues identified by the olympus service center (loose elevator channel water flow plug; cracked bending section rubber glue; broken element), per the legal manufacturer, there is no potential for these issues to cause or contribute to death or serious injury if malfunctions were to recur.

Manufacturer narrative:
The device was returned to the service center for evaluation. A leak was noted on the biopsy channel due to tear marks. The forceps glue was found peeling. The elevator channel water flow plug was loose. The bending section rubber glue was found cracked. One broken element was found in the ultra sound image. The instruction manual provides statements to mitigate damage to the bending section. Do not twist or bend the bending section with your hands. Equipment damage may result. Do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leaks. The investigation is ongoing and if additional information is received this report will be supplemented accordingly.

Event description:
The service center was informed that during reprocessing the scope was failed the leak test. There was no patient involvement reported.